Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the rn was administering subcutaneous heparin with a cardinal health monoject magellan 3ml 25gx5/8" needle. The rn pulled up heparin with no issue. After injecting the needle into the patient, while pushing on the plunger to inject the medication, the syringe became disconnected from the needle, causing heparin to explode all over rather than injected into the patient.

Manufacturer narrative:
Investigation summary: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. One device was returned for evaluation. Visual and functional testing were performed and the reported issue was not confirmed therefore a root cause was not determined and a corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.